Event description:
It was reported that during an unspecified da vinci-assisted procedure, the vessel sealer extend (vse) instrument became non-functional while being used for an unspecified task. Following reintroduction of the vse instrument, it again stopped functioning while grasping the specimen. The following information is unknown: what surgical task was being performed when the complication occurred, how the tissue was released, and what surgical intervention if any, was rendered. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. The probable root cause could not be determined based on the provided information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. A visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed low torque and initialization based on the logs. The vse instrument was placed on an in-house system, and passed the recognition and engagement tests, but failed initialization on all three attempts. The system displayed error "self-test failed. Remove instrument. Warning: blade may be exposed". A hard grip force test performed and the vse instrument passed the grip force test. The instrument passed the cut and the seal tests on all three attempts. The loose grip cable proximally, likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. Additional information: a review of the advance energy log shows that the vse instrument was installed two times and passed each time. There were 23 cut complete events, and two strong grip fail events. The e-100 generator logs show three coag events with no errors and 49 seal events with two "blank" events, at the same time stamps as the two strong grip fail events seen in the logs, indicating that there was likely a sealing malfunction. The logs show two errors indicating the grip torque is outside the expected range on universal surgical manipulator (usm) #4 which corresponded to the strong grip fail events. Other errors seen in the logs are "sys estop seal" along with manual grip release detected, erbe energy activation halted, vse not accepted. From the time stamps, it appears that the errors could potentially be related to the second vse instrument used during the procedure, and not this vse instrument reported.

Event description:
Refer to h11 for follow-up information.